Event description:
Damaged haptic after implantation. The doctor noticed the pmma part of the trailing haptic just after implantation. The haptic piece was remained in the injector. The iol was explanted from the eye. Patient impact: intra-operative explantation.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Injector was available for investigation. The iol was not returned. One haptic was separated at the tip and remained inside the middle of the injector tip. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. ((B)(4) model: 255). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. Based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates the risk is acceptable. However, an abnormal increasing trend was observed in the recent 3 months. Therefore, CAPA (B)(4) has been initiated to drive corrective action to decrease the rate of occurrence.